Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the root cause of reported inaccurate ECG readings is inconclusive as the clinical setting could not be reproduced. The vision ii tower was returned and assessed by the manufacture site. The manufacture site reported that the scanner passed functional testing requirements and the reported inaccurate ECG readings issue could not be reproduced. It is therefore likely that the event was caused by a root cause other than a malfunctioning vision ii tower. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the director of cardiopulmonary services, that the sr vision ii froze three times and had to be turned off and back on during a procedure to get it to function properly. The battery is always showing red even when it is plugged or charging. During a procedure the previous day to this report the rn stated that in a PICC placement procedure while utilizing the 3cg system the sherlock EKG readings were giving appropriate p wave but the PICC had to be pulled back 8 cm because it was too deep. The rn also stated that the PICC was left in this position for a few hours as they had 3cg confirmation, however, later that day the PICC was not flushing/drawing, so the rn ordered an x-ray and these were the findings. At the point of insertion the PICC was able to draw/flush appropriately. The rn stated that she is curious if the PICC was coiled inside which initially caused it to be shorter and give a good p wave but after the flushing it dropped down and ended up being too long. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by (B)(4) that the sr vision ii froze three times and had to be turned off and back on during a procedure to get it to function properly. The battery is always showing red even when it is plugged or charging. During a procedure the previous day to this report the rn stated that in a PICC placement procedure while utilizing the 3cg system the sherlock EKG readings were giving appropriate p wave but the PICC had to be pulled back 8 cm because it was too deep. The rn also stated that the PICC was left in this position for a few hours as they had 3cg confirmation, however, later that day the PICC was not flushing/drawing, so the rn ordered an x-ray and these were the findings. At the point of insertion the PICC was able to draw/flush appropriately. The rn stated that she is curious if the PICC was coiled inside which initially caused it to be shorter and give a good p wave but after the flushing it dropped down and ended up being too long. No patient injury was reported.